Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: during investigation, the pump history was reviewed and showed call service alarms occurred on 10/27/2013. Testing on the pump could not be performed due to the occurrence call service alarm. The pump was opened for further investigation and revealed that the internal motor had failed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump had emitted call service alarms that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.